Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of the index procedure no information. The diagnosis and indication for the index surgical procedure? The surgery was bilateral salpingo-oophorectomy. No further information has been provided. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. Did the operating surgeon observe any anomaly before, during, after the suture placement or during any re-operation? During the reoperation. The surgeon observed that the suture had been broken at the middle of it, and the tab was remained with the suture. Was there any precipitating stress factor for the suture event? No information. What tissue dehisced? Fascia on the abdominal wall. What is physician¿s opinion as to the etiology of or contributing factors to this event? No information. What is the patient¿s current status? The patient has been discharged from the hospital.

Event description:
It was reported that the patient underwent bilateral salpingo-oophorectomy procedure at the beginning of (B)(6) 2018 and barbed suture was used. The barbed suture was used to close the surgical wound of vertical incision on the fascia of the abdominal wall. Post-operatively, divulsion occurred at midnight of the operation day and patient was reoperated soon. During reoperation, the doctor found that the device was cut at the middle with tab attached. It was reported that the wound dehisced and a part of the bowel protruded from the wound. It was reported that the patient has been discharged from the hospital. No additional information was provided.